Event description:
It was reported that the handle was idle inside the blade and not locked. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The DHR was reviewed and no issues that would have resulted in this complaint were found. No manufacturing deficiencies were noted. The present blade was analyzed for conformance to print specifications, no abnormal findings were identified. A function test was performed and the device was functional as required. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. We are not able to determine the exact cause of this occurrence. No product fault could be detected.